Event description:
In 2008, the pt reported elevated blood glucose of 250 mg/dl at 8:30am. She reported that her normal blood glucose range in the morning is 60-100 mg/dl. She bolused 3-4 units of insulin and ate breakfast. She then bolused 1.5-2 units of insulin and checked her blood glucose. It was elevated to over 300 mg/dl and she was not feeling well. Approx 45 mins prior to the report, the pt's blood glucose was elevated to over 400 mg/dl and she changed her infusion tubing. She then received an occlusion (04) error while attempting to bolus 6 units of insulin. To troubleshoot, she was instructed to disconnect from her infusion site and she was able to perform a prime without error. She stated, that her infusion site had been in use for 1.5 days and it is possible there is scar tissue in that area. The pt was advised to change her infusion site. The cannula was not bent. She inserted a new infusion site and was able to bolus 3 units of insulin without error. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.